Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the limb ischemia is most likely due to patient condition since the patient was on levophed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was implanted with an impella cp as an escalation of support from an intra-aortic balloon pump (iabp). Prior to the patient's transfer to north shore hospital, the physician was unable to acquire distal pulses via doppler on right lower extremity after the impella placement. It was noted that the patient was on levophed. On arrival to transferred facility, the physician was able to obtain doppler pulses to right lower extremity without any form of intervention to the limb. The patient was made a do not resuscitate and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.